Event description:
It was further reported that the patient complained of implant site still bruised and breast tenderness. No actions taken and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4)

Event description:
It was reported that the patient complained of the heart beating hard on the evening the device was implanted. Diaphragmatic stimulation was noted. The right ventricular (rv) lead was reprogrammed and remains in use. The patient is a participant in the wrap-it clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient states they no longer have any tenderness at the implant site.